Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, several episodes showed right ventricular noise oversensing since implantation. The sensitivity threshold was decreased (to 0.6mv), but oversensing was still observed. When discussing with the patient, these episodes could not be linked to the use of any electrical appliances. Oversensing was observed during three cycles when the patient turned over during the follow-up, but the phenomenon could not be reproduced when performing provocative maneuvers.